Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set cannula detached from the infusion site and was left in the patient's leg. The patient's leg hurt and was red. The patient noted that the cannula came out on its own. No permanent injury was reported.